Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of perforation is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) connecting tube between cylinder and pump perforated patient's tissue under the skin. As result, the device was explanted. No further patient complications reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) connecting tube between cylinder and pump perforated patient's tissue under the skin. As result, the device was explanted. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The pump passed visual inspection and leak test. The pump did not pass the activation tests. The cylinders were microscopically inspected, and leak tested. The microscope and leak tests revealed that the first cylinder had a hole and a leak in the distal end of the cylinder from sharp instrument. The second cylinder passed both tests. The reservoir was microscopically inspected, and leak tested. No anomalies were found with the reservoir. The reported patient symptom of perforation is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of perforation is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) connecting tube between cylinder and pump perforated under the skin. As result, the device was explanted. No further patient complications reported.